Manufacturer narrative:
This device is not sold in the us but a similar device is. The device has been returned but the evaluation is not yet completed. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available. Device return date is not available. An independent laboratory performed for olympus a culture test for the device after the device was reprocessed per the directions of the instructions for use. The test results indicate that the culture sampling results for all channels conform to the target levels established by the (B)(6) regulation of july 4, 2016 with a number of revivable microorganisms less than 1 cfu/endoscope. Customer provided information of their reprocessing method. Steps performed for pre-cleaning are suction of water in the channels, rinsing of air/water channel, auxiliary channel, and elevator channel. Detergent used during pre-cleaning and manual cleaning is anios cean excel d. During manual cleaning brushes used are dry scrub brush of asept inmed brand. The automatic endoscopy reprocessor (aer) is etd3 and etd 4. Detergent used with the aer is endodet and disinfectant used is endodis. The device is new, so not stored yet.

Event description:
A microbiological sampling of this brand new device, carried as required by (B)(6) regulation, was performed at reception of the device before any use in procedure. The results of the sampling were positive for microbial contamination. There is no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.